Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 153, 267, 295, 337, 318 mg/dl. The customer's expected fasting blood glucose test result range is 102 - 140 mg/dl. Customer stated truemetrix meter was reading high and then erratic after running the initial blood results. Customer stated she has had the truemetrix meter for over a year and this just started to happen within the last few weeks. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 01/14/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1:153mg/dl (B)(6) 8:28am fasting, result 2:267mg/dl (B)(6) 2:53pm fasting, result 3:295mg/dl (B)(6) 2:43pm fasting, result 4:337mg/dl (B)(6) 2:42pm fasting, result 5:318mg/dl (B)(6) 2:41pm fasting.